Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that a right ventricular (rv) defibrillation lead exhibited increased shock impedance measurements of 120 ohms. A 1.1 joule shock was delivered and the shock impedance measurement was 116 ohms. The patient was to undergo a device upgrade procedure and it was noted the lead would likely be replaced. No additional information was available. The lead remains in service. No additional adverse patient effects were reported.